Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached on the same day of application and he was therefore unable to obtain glucose results. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of oral glucose gel by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.